Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. D9 product available to stryker updated. D9 returned to manufacturer on updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent (subject device) returned together with other stents and catheters used in the procedure, the device was found to be inside the xt-27 catheter, the stent (subject device) was deployed on the table during the analysis, the sdw (stent delivery wire) was found to be kinked/bent, and the stent (subject device) was found to be deformed (distal end) and (proximal end). During functional test, stent (subject device) deployed prematurely during use was confirmed based on the reported event which may have been perceived as a premature deployment, the stent (subject device) was advanced and deployed; however, slight friction was noted, and functional test for stent difficult/unable to pull stent back into sheath was unable to perform as the sheath was not returned. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description stated "finally, the physician took a new xt27 catheter and evolve system up to attempt deployment a 3rd time. The same result occurred, even after bringing the intermediate catheter (sofia) into the m1 and attempting to unsheathe and resheath the device inside the intermediate catheter. The entire system was removed". The reported stent difficult/unable to advance or pullback through catheter was confirmed during the analysis. The reported stent difficult/unable to pull stent back into sheath could not be confirmed as the introducer sheath was not returned. The analysis results are consistent with the reported event based on the damage noted to the device. The reported event may have been perceived as a premature deployment, in which the deformation contributed. The introducer was not returned for analysis. Product analysis found the sdw (stent delivery wire) was damaged, and the stent (subject device) was deformed when deployed during analysis from the surpass evolve flow diverter system. Three xt-27 microcatheters were returned. All xt-27 microcatheters were inspected and were found to be kinked/bent and stretched, indicating procedural or anatomical factors may have contributed to the reported event. An assignable cause of procedural factors will be assigned to the ar/aa defect 'stent deployed prematurely during use', ¿stent difficult/unable to pull stent back into sheath' and ¿stent difficult/unable to advance or pullback through catheter¿ and to the analyzed defects ¿stent difficult/unable to advance or pullback through catheter¿, ¿sdw kinked/bent¿, ¿stent deformed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a pcomm aneurysm case, upon attempting to deploy and re-sheath the stent (subject device) , the physician lost the ability to re-sheath the system. He took the intermediate catheter all the way up into the m1, but the physician was still unable to re-sheath the stent (subject device). As the physician tried to re-sheath, the stent (subject device) jumped forward and was no longer on the re-sheath pad of the delivery wire. The stent (subject device) was trapped inside the microcatheter on the delivery wire, so the physician took the intermediate catheter up and was able to recapture the stent (subject device) inside the intermediate catheter. At this point, the evolve system was removed. Upon visually inspecting the system, the microcatheter looked stretched and damaged. There were no clinical consequences reported to the patient due to this event. No further information available at this time.

Event description:
It was reported that during a pcomm aneurysm case, upon attempting to deploy and re-sheath the stent (subject device) , the physician lost the ability to re-sheath the system. He took the intermediate catheter all the way up into the m1, but the physician was still unable to re-sheath the stent (subject device). As the physician tried to re-sheath, the stent (subject device) jumped forward and was no longer on the re-sheath pad of the delivery wire. The stent (subject device) was trapped inside the microcatheter on the delivery wire, so the physician took the intermediate catheter up and was able to recapture the stent (subject device) inside the intermediate catheter. At this point, the evolve system was removed. Upon visually inspecting the system, the microcatheter looked stretched and damaged. There were no clinical consequences reported to the patient due to this event. No further information available at this time.

Manufacturer narrative:
This is 3 of 3 reports (3rd MDR). The device is not available to the manufacturer.